Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair procedure, 2 vapr electrodes failed to work; these were the only two electrodes that the facility had in their inventory, they only carry 2 at a time in their stock. At this point, the pt was under anesthesia, and the procedure was abandoned. The complaint devices were discarded at the user facility. This is all of the info made available so far; there are questions out for further info and detail. Also see associated MDR 1221934-2011-00080.